Event description:
Healthcare professional (hcp) reports that one patient experienced back pain while on an unknown psn dialyzer. It was noted that the patient was in-patient (reason for admission unknown) at the time of the incident. No further information was provided by the hcp.